Event description:
Procedure: colectomy. According to the reporter: the original surgery was completed on (B) (6)2010 (B) (4) rectal prolapse hemorrhoidopexy. The second surgery was completed on (B) (6)2010 (B) (4) colectomy, partial; with coloproctostomy low pelvic anastomosis. Pt now has a permanent colostomy. The pt had no history of diabetes. Pt was being fed through a feeding tube - tpn as they had poor nutritional status. The original rectal prolapse surgery was done with a traditional abdominal incision. The incision has not healed successfully possibly due to her poor nutritional status, and the physician is considering operating and placing a biologic mesh intra-abdominally.

Manufacturer narrative:
(B) (4).